Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection had occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilatation, a 32 x 3.00 promus premier drug-eluting stent (des) was advanced and deployed. However, a dissection had occurred, another des was then used to complete the procedure. There were no patient complications.